Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump had been empty for approximately one month due to missing a refill. It was reported the event took place approximately one month ago relative to (B)(6) 2017. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pump was refilled with new drug and set to minimum rate. The patient experienced a loss of therapy while the pump was without drug for 30 days. They did not withdraw drug from the catheter access port, but rather set the pump dose to minimum rate. To the rep's knowledge, the pump was functioning properly and was still implanted in the patient. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.